Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An event regarding wear involving an exeter shell was reported. Shell malposition was confirmed following a review by a clinical consultant. Method & results: device evaluation and results: not performed as device remain implanted. Medical records received and evaluation: a review of the x-ray by a clinical consultant indicated: procedure-related factors: cup malposition in excessive anteversion and medialized position. Patient-related factors none evident device-related factors: none. Diagnosis: cup malposition in excessive anteversion and medialized position has contributed to an overload condition in the arthroplasty increasing the rate of poly wear beyond the expected after 16-years of implantation. No symptoms are present with no osteolysis visible on x-ray and consequently no revision surgery is anticipated. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there has been no other similar event for the lot referenced. Conclusions: a review of the provided x-ray and medical notes by a clinical consultant concluded: cup malposition in excessive anteversion and medialized position has contributed to an overload condition in the arthroplasty increasing the rate of poly wear beyond the expected after 16-years of implantation. No symptoms are present with no osteolysis visible on x-ray and consequently no revision surgery is anticipated. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The customer reported that the patient had been implanted with a stryker head, acetabular component and stem and that acetabular component wearing (due to an accentric femoral head) was noticed during a follow up visit. The patient is asymptomatic and no treatment is required.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the patient had been implanted with a stryker head, acetabular component and stem and that acetabular component wearing (due to an acentric femoral head) was noticed during a follow up visit. The patient is asymptomatic and no treatment is required.